Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected: h11, h6 type of investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. The reported fault of laser fiber caught fire was not able to duplicate during assessment. During testing, there was no problem with the device output and no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: laser fiber caught fire inside the connection port. The event can be prevented by following the instructions for use which state: a review was performed using the IFU (tfl-pls_IFU.pdf). No anomalies were found. The reported risk/harm are listed in "chapter2 laser safety". There is no indication that this device was not used in accordance with the IFU/labeling. Event1 laser fiber caught fire inside the connection port. 2 laser safety: fire hazards: the use of this laser instrument should be limited to the applications specified within this manual. Caution should be used when operating this instrument as the laser radiation is capable of melting, burning, or vaporizing materials. Due to risk of fires with laser treatments, take precautions against igniting combustible materials in and around the treatment area, by dampening surfaces. The energy from the laser emission, regardless of duration, can raise the temperature of materials. As toxic substances may be released into the air from various surfaces, avoid lasing surfaces and substances. A ul-approved fire extinguisher and water should be readily available. Keep a bottle of sterile saline and a fire extinguisher in the same room where a laser procedure is being performed. Warning: considerations to prevent fires or explosions. Solvents such as glues or flammable solutions used to clean or disinfect need to be allowed to evaporate, before using the laser. This device should not be used in the presence of flammable or explosive materials such as volatile anesthetics, alcohol, specific surgical preparation solutions and any other flammable substances. A risk of fire and or explosion exists when the laser output is used in the presence of flammable materials, solutions or gases or in an oxygen enriched environment. Warning: do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure. Maintain the laser in standby mode, unless the laser is being used for a treatment. Maintaining the laser in standby mode prevents accidental laser exposure if the footswitch is inadvertently pressed. Is the reported risk/harm listed in the IFU? Yes, the reported risk/harm are listed in the IFU. Was it used in accordance with the IFU/label? No, there is no indication that this device was not used in accordance with the IFU/labeling. Does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? No. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the super pulsed laser system fiber caught fire inside the connection port of the soltive laser. The issue was found during a kidney laser removal process, therapeutic procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the super pulsed laser system fiber caught fire inside the connection port of the soltive laser. The issue was found during a kidney laser removal process, therapeutic procedure. There were no reports of patient injury or harm.